Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 417 mg/dl. The customer did not mention treatment for high blood glucose levels. Customer declined to troubleshoot for high readings. No further information regarding incident. The device will not be returned.